Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/6/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced deflation on the right breast prosthesis after implantation. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 9/23/2018, mentor was made aware that the left and right devices were reported backwards. Updated device information can be found in their respective fields. Also on 9/23/2018, mentor learned that the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 425cc saline prosthess on (B)(6) 2018; catalog # 3501670, s/ns (B)(4). Concomitant products: left mentor smooth round moderate profile 425cc saline prosthesis, catalog: 3501670, serial number: (B)(4), lot: 7445452. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/16/2018, mentor became aware that the returned device does not match what was originally reported. The reported product was not returned. As a result, no further analysis will take place. If the correct device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 7/31/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Furthermore, at this point it is also not possible to determine the origin of the white material observed. The device history record (DHR) for the lot number 7420781 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).